Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced insulin flow block alarm event occurred on (B)(6) 2026. This led to vomiting and high blood glucose and visited hospital for further managed and was treated with insulin pump.